Manufacturer narrative:
The referenced video system will not be returned for evaluation as the biomedical engineer technician at the user facility further reported that the reported intermittent image issue and b30 error was narrowed down to one scope and that scope has been sent in for evaluation. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The biomedical engineer technician at the user facility reported that during an unspecified event, the image intermittently goes out on the evis exera iii video system center. Also, while troubleshooting via telephone, a b30 error was observed. No patient death, injury or harm was reported.

Manufacturer narrative:
The OEM performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the reported information from the user facility, the cause of the reported event was attributed to a scope-initiated phenomenon; the cause of the faulty endoscope communication error malfunction was attributed to one of the scopes, which was revealed when the electrical contacts in the subject device were cleaned and connected. The OEM will continue to monitor complaints for this device.